Manufacturer narrative:
Dwd001: the event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available cleared under catalog number dwd003 510k # k131231. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported that there was a revision surgery due to loosening/ lysis.